Event description:
Customer reported a cartridge alarm, specifically alarm 30, that occurred while pumping. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted by attempting to resolve the issue through proper loading techniques, but the alarm recurred. Consequently, it was decided to replace the pump, as it was still under warranty. Technical support provided instructions for putting the pump into storage mode, arranged for the problem pump to be returned, and confirmed the customer's shipping address. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.